Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. Two different balloons, namely, 6.00mmx2.0cmx135cm peripheral cutting balloon and 4.00mmx1.5cmx140cm small peripheral cutting balloon, were selected for use. During the procedure, it was noted that both balloons ruptured upon inflation below rated burst pressure. The balloons were removed from the patient's body without problem with the usual method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.